Manufacturer narrative:
Terumo did receive the actual device for eval. Visual inspection confirmed that device was damaged. Review of the damage type is consistent with impact. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during set-up, the oxygenator module came off of the bottom of the heat exchanger module. The product was changed out and surgery was completed successfully.